Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl due to not being able to calibrate the sensor. Troubleshooting assisted with this and found that the customer had to go to work and was unable to continue to troubleshoot. Customer will call back at a later time and was advised to change out the sensor. No further details given.